Event description:
It was reported that guide wire tip separation occurred. Vascular access was obtained via left femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. The physician advanced a 300 luge guide wire. During the procedure, the guide wire wrapped around a 3.0 x 38mm promus element plus stent delivery system. The devices were removed simultaneously and it was observed that the guide wire tip had fractured. Nothing was left behind the patient. They re-wired the vessel with a non-bsc guide wire, used the same 3.0 x 38mm promus element plus stent and the procedure was completed. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received in a generic plastic bag. The unit returned has a section of the distal tip separated, as part of overall visual revision. The visual inspection was performed and the device returned presented the distal end severely damaged (kinked and fractured on the polymer coating). All the outer diameter (od) taken are within specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab results revealed a failure on wire sample a and b occurred due to a bending/torsion overload and both samples present matching failure characteristics which suggest a match between them. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip separation occurred. Vascular access was obtained via left femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. The physician advanced a 300 luge¿ guide wire. During the procedure, the guide wire wrapped around a 3.0 x 38mm promus¿ element plus stent delivery system. The devices were removed simultaneously and it was observed that the guide wire tip had fractured. Nothing was left behind the patient. They re-wired the vessel with a non-bsc guide wire, used the same 3.0 x 38mm promus¿ element plus stent and the procedure was completed. No patient complications were reported and the patient status was fine.